Manufacturer narrative:
Qn#(B)(4). (1) sample of km46666 lot f9 (july 2019) was received for evaluation. Visual inspection of the mallet faces shows heavy wear on the handle side of the mallet face from off center impact. The face of the mallet has rolled over the edge and eibits deep cracks and splits around the expanded metal. The visual appearance of this device should have removed it from use before this level of damage occurred. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. Mallet head is made of a 300 series "deformable" stainless steel. This material is not hardenable which is intentional. Precipitation hardened steels can potentially explode on heavy impact creating extreme risk to patients and physicians. All teleflex instrument ifus for reuseable devices require inspection for cracks and other defects prior to use and clearly specifies removal from service. The samples received from this customer exhibit heavy wear and off center striking. Despite the excessive wear the handle union remains intact for this device. Additional complaints from the same customer: customer have exhibited detached mallet heads post deformation of the mallet face showing repeated and continued use against IFU advisements. (1) sample of km46666 lot f9 (july 2019) was received for evaluation. Visual inspection of the mallet faces shows heavy wear on the handle side of the mallet face from off center impact. The face of the mallet has rolled over the edge and eibits deep cracks and splits around the expanded metal. The visual appearance of this device should have removed it from use before this level of damage occurred. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. Previous complaints include (B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666 the samples received from this customer exhibit heavy wear and off center striking. Despite the excessive wear the handle union remains intact for this device. Additional complaints from the same customer: customer have exhibited detached mallet heads post deformation of the mallet face showing repeated and continued use against IFU advisements. Mallet head is made of a 300 series "deformable" stainless steel. This material is not hardenable which is intentional. Precipitation hardened steels can potentially explode on heavy impact creating extreme risk to patients and physicians. All teleflex instrument ifus for reuseable devices require inspection for cracks and other defects prior to use and clearly specifies removal from service.

Event description:
Instrument damaged due to poor quality. Mallet heads have deformed shape. Further 2 of these have actually broken from the stem, one happened in theatre which is very dangerous to staff and patient if actually it hit someone.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Instrument damaged due to poor quality. Mallet heads have deformed shape. Further 2 of these have actually broken from the stem, one happened in theatre which is very dangerous to staff and patient if actually it hit someone.